Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis. Customer reported that the insulin pump was not delivering insulin and was not giving any alert. Customer stated that the insulin pump got low battery alert and not gave much time to change battery that he usually had before he could change the battery. Insulin pump died in middle of work shift. Customer declined to troubleshooting for the high blood glucose. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08750 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm or absence of occlusion alarm noted during testing. Device was monitored for 2 days. No unexpected battery power loss anomaly, unexpected low battery alarm or unexpected off no power alarm noted. The unit powered up properly after the battery was installed. No power up anomaly noted during testing. Device uploaded properly using carelink. Device had cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).